Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement when the unit is not under pressure. This would not have caused a slippage. When the unit is properly positioned and put under pressure, it would not have slipped. The reported complaint was not confirmed. Evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slips and will not hold pressure. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.